Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2018-12440. The patient has an scs system for off-label use. It was reported the patient's left peripheral lead had migrated. In turn, the lead was explanted and replaced. Surgical intervention addressed the issue. Note: both of the patient's leads are being reported because it's unknown which lead was explanted and replaced.